Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device was unable to be interrogated. Technical support was contacted and recommended rebooting the programmer to resolve the issue, which allowed the device to be successfully interrogated. Patient was stable and will continue to be monitored.